Manufacturer narrative:
No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon monitor was flickering to the point where the surgeon was having difficulty navigating. Reseating the cable resolved the issue. There was no impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.